Event description:
A customer reported that a fingerstick pediatric sample generated erroneous high hgb and hct results on the initial run, compared to sample reruns and compared to a second sample of the same patient analyzed on the coulter lh 500 hematology analyzer. Review of data showed an erratic wbc, rbc, hgb, hct and plt results without instrument generated flags were obtained for the initial sample and initial sample rerun. In addition, erratic results were also obtained from runs on a second fingerstick edta sample from the patient which had been collected for use in lead testing. The samples were analyzed in the manual mode of the lh500. Results were not reported out of the laboratory, as the samples were deemed unacceptable. The physician was informed that another sample needed to be collected for analysis. The patient was redrawn on (B)(6) 2012. The sample collected was a venous draw, and the specimen was run in automatic mode. Results from the automatic mode were believed to be correct and reported as such. Please refer attached patient sample is attached. Controls were run before and after the incident. In addition, qc was run in primary mode and all results were within specification. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). On (B)(6) 2012, a field service engineer (fse) observed secondary aspiration pump and found it had a few micro bubbles in the tubing, which caused the manual mode to deprime. The fse performed secondary reproducibility and all results were within specification. The fse replaced the secondary aspiration pump and performed and a mode to mode (primary/secondary) comparison, which was within specification. No additional issues were noted. The failure mode is related to the secondary aspiration pump, which has the potential to cause flagged, un-flagged or non-numeric wbc/rbc results upon recur.